Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was alval/soft tissue reaction.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (explant date); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Reason(s) for revision: unknown.

Manufacturer narrative:
Although the specific reason for the patient's revision is unknown, because the patient's claim has been approved by depuy's third-party claims administrator, it is reasonable to conclude that the reason for the revision has been determined to be product-related.

Manufacturer narrative:
Updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.